Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the shaft on the vasoview hemopro 2 bent "too easily" and became unusable. This was the small black shaft and not the cannula. The black cautery pencil was not inserted in the cannula. They don't believe there was excessive force used. The procedure was completed after opening a new hemopro kit. There was no harm to the patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4). Corrected section: h-3 from "device discarded" to "device returned.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the lot # 25162675 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/20/2022. An investigation was conducted on 06/01/2022. Signs of clinical use and no evidence of blood was observed. The jaws were observed to be intact, no visual defects observed on either the clear silicone insulation or the heater wire. The black shaft was observed to be bent in approximately the center of the shaft. No other visual defects were observed. No electrical testing was conducted due to the bent shaft. Based on the returned condition of the device, the reported failure "material twisted/ bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
N/a.